Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the constant close door messages, which were reproduced. The messages were found to be caused by a missing link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the close door message. There was no patient involvement.